Manufacturer narrative:
Possible use errors: overfilling the cartridge bag. Per tandem's t:slim user guide: "the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin." Pump serial numbers: (B)(4). Cartridge lot number: m140162.

Event description:
Quarterly summary report for alleged cartridge alarm 1: it was reported that a cartridge alarm 1 occurred during the load sequence or during basal/bolus delivery. The issue was resolved by loading a new cartridge and/or infusion set, or the user reverted to an alternate method of insulin delivery. There was no adverse impact to the user.